Event description:
The customer reports that the screen is still going blank and that this time it happened on a pt. There was no adverse impact on the pt.

Manufacturer narrative:
(B)(4). The customer reports that the screen is still going blank and that this time it happened on a pt. There was no adverse impact on the pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.